Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photo(s) noted that paint seemed to have peeled off the distal end of the shaft. Because the device was not returned, it could not be tested. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cystectomy/pouch, 4 hours after the start of the procedure, the painting on the shaft was found to be peeled off (at about 1/5 of the shaft, about 7mm in width, about 1cm in length). The surgical field was checked, but the peeled paint was not found, then the abdominal cavity was flushed with 800cc saline and the flushed saline was suctioned and was filtered by a colander, but no painting was found. The staff analyzed and checked the x-ray image of the procedure, but the painting was not found in the image either. When the image was checked, no scene of operating the device forcedly through the trocar was found (removal-insertion through the trocar was performed only once). During that time the device was removed straightly and smoothly without getting stuck, a scene that the painting peeled off due to interference with the trocar was not found. Although some inte rference with the forceps was seen, it was not seemed to be a forcedly operating scene. The surgical time was extended by less than 30 minutes.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device and a photograph of the returned product. A visual inspection of the returned product under a microscope noted some fingers had scraped surfaces and the upper side of tube housing had many scratches at two areas that peeled paint off the tube. No other abnormalities were observed. As part of the functional testing of the received instrument, the fingers opened and closed without difficulties. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. However, probable causes could be attributed to interaction with other sharp instruments (e.g., graspers, dissectors, cholangiography equipment, scissors, and clip appliers) used during this clinical procedure of laparoscopic cystectomy/pouch that scraped/scratched the affected parts, generating the observed conditions. The received condition of scratches were tried to be replicated through manufacturing process and could not be performed without any sharp instrument due to the material coating hardness of the affected components. Also, as part of the current manufacturing process for assembly of this endo retract instrument there is no sharp instrument, fixture or machine to be use that could generate the observed conditions. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cystectomy/pouch, 4 hours after the start of the procedure, the painting on the shaft was found to be peeled off (at about 1/5 of the shaft, about 7mm in width, about 1cm in length). The surgical field was checked, but the peeled paint was not found, then the abdominal cavity was flushed with 800cc saline and the flushed saline was suctioned and was filtered by a colander, but no painting was found. The staff analyzed and checked the image of the procedure, but the painting was not found in the image either. When the image was checked, no scene of operating the device forcedly through the trocar was found (removal-insertion through the trocar was performed only once). During that time the device was removed straightly and smoothly without getting stuck, a scene that the painting peeled off due to interference with the trocar was not found. Although some interference with the forceps was seen, it was not seemed to be a forcedly operating scene. The surgical time was extended by less than 30 minutes.